Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed with the customer that the issue had been resolved remotely by a bd representative. The customer verified that the cubie was functioning properly, could be opened without issue, and medications were accessible. The customer agreed to close the work order. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, drawer would not open. Customer reported that medication exists in the cubie, but the station was unable to open the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.